Event description:
It was reported when an asymptomatic patient presented in the operating room for device change-out, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient condition is well.

Manufacturer narrative:
A partial lead with the distal tip measuring 48.2cm was returned for analysis. Internal insulation abrasion was noted at 8.7-8.9cm, 9.6-10.9cm, and 11.0-12.9cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 30.4-32.3cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.